Event description:
Voluntary medwatch received states it was reported that device interrogation revealed high pacing impedance on the right ventricular (rv) lead. No changes or intervention were reported.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5156970 primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.